Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient claimed that the device has not worked in years. The event date was unknown. There were no patient symptoms reported and no complications reported.